Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter: syringe with black rings instead of graduation on cylinder.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/25/2021. H.6. Investigation: one loose 1ml syringe was received (p/n (B)(4)). The sample was visually evaluated. The syringe was observed to have severe ink rings and smearing over the entirety of the printed surface. The syringe was non-conforming per product specification. Potential root cause for the ink ring defect is associated with the marking process. It is likely the doctor blade that rubs excess ink off the print cylinder was either not adjusted properly or had become worn. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd 1ml luer-lok¿ syringe experienced scale marking issues. The following information was provided by the initial reporter: 1 syringe with black rings instead of graduation on cylinder.